Event description:
It was reported the ECG (electrocardiogram) port does not work. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. ECG (electrocardiogram) connector is loose on a printed circuit board. Power cord door is broken. Analyzer bay, lower case, and power supply are corroded.